Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-apr-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having a procedure on (B)(6) with their doctor and it was evident on the fluoro that their lead had migrated. The patient reported that that they had a fall on saturday (B)(6) that could have contributed to the issue. No diagnostics or troubleshooting had been performed and no actions have been taken. The issue was not yet resolved. No surgical intervention occurred and it was unknown if surgical intervention would be planned but the rep indicated that they would follow-up for more information.